Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2013-03680, indicting the manufacturer as unknown. The actual manufacturer is kenstone metal.

Event description:
Per consumer brakes do not lock. Unit moves when consumer sits on the rollator.